Manufacturer narrative:
Follow-up #1: date of submission 06/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2014 with the following findings: loss of prime with non-zero force recorded in the black box. No loss of primes during investigation. Force sensor calibration redaing was within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.